Event description:
Event was reported to (B)(4) by an attorney. The patient has suffered chronic pelvic and vaginal area pain, urinary problems, leakage, painful intercourse, and frequent infections. No further information has been provided.